Event description:
It was reported that during a ptca/stenting procedure, the adante balloon ruptured at 12 atm's on the third inflation. The lesion being treated was a calcified and 99% stenotic lesion in the proximal lad coronary artery. The adante balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A 7f terumo introducer sheath, a tgv guide wire, a 7f camino guide catheter, cypher stent, and a sheenman inflation device were also used in the procedure. No patient injuries or complications were reported.